Manufacturer narrative:
Scope was missing a laser weld on the vertebras. The lack of a weld resulted in the vertebras separating from the slotted tube. When that separation occurred, this broke through the sheathing, causing the blue dymax uv bond material to become torn away from the top of the thread wrap that goes over the angle cover.

Event description:
Allegedly, during a ureteroscopy with kidney stone removal, a piece of rubber at bending section of the scope broke off in the patient. The broken piece was retrieved with a stone basket. Another flexible ureteroscope was used. Procedure was completed with no patient impact.